Event description:
Distal rubber cap on ercp scope missing after procedure. Abdominal x-ray done po day 1 shows no evidence of the cap. Could not be found in surgical suite. FDA safety report ID# (B)(4).